Manufacturer narrative:
Maquet gmbh requested the product in question for further investigation in the laboratory of the manufacturer on 2020-01-17. Sample received on 2020-01-21. The returned product was investigated in the laboratory of the manufacturer on 2020-02-07. The cleaning of the complaint sample was very difficult due to the heavy contamination with blood (inside and outside). When rinsing the oxygenator with water, clots were rinsed out. To clean the outside of the oxygenator, the outer pump cover had to be removed to clean the blood underneath. There was also blood between the upper pump cover and the pump that could not be removed. For this the whole pump would have to be disassembled. At the plug of the pressure sensor, at the blood inlet connector (p/arterial), a loose adhesive cover was found, which protects the sensor from moisture. During the tightness test according to lv 201 (blood side) a leakage was detected from the blood side of the oxygenator to the gas side (water drips from gas outlet). During the functional test using the cardiohelp, water also leaked from the gas outlet and gas inlet. At the beginning of the function test all sensors showed normal readings. After approximately 1 minute, the measured values of the pressure sensor (p/art) fluctuated from -209 mmhg to plus 37 mmhg until finally no more values were shown on the display. Thus the reported failure could be confirmed. The most probable root cause could not be determined. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the incident. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal ref. # (B)(4), onesupport: (B)(4).

Event description:
The hospital had to change out a hls circuit due to high delta p. They are not sure if this is an oxygenator issue as they have had to give a lot of platelets but they wants it investigated to make sure that's the reason and that our hls didn't fail. The hospital said the patient was a scids child meaning no platelets. So they kept giving platelets. Delta p started at between 10-15 and then rose to over 100 and that's when they changed out. Customer said no abnormalities were observed and no clots but they need product checked out to see if there is something wrong. (B)(4).